Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model and size lens but different diopter; due to patient complaining of difficulty seeing close. The problem was resolved. Cause reported as unknown.